Manufacturer narrative:
The verathon territory manager made an in-visit to the customer's facility before the devices were returned to assist with the isolation of the reported issues. However, the verathon territory manager was unable to reproduce the originally reported issues while onsite. In an effort to determine a root cause, all devices that were simultaneously connected were returned to verathon for evaluation. As such, the glide scope video baton 2.0, large, along with the glide scope core 15" monitor, core smart cable, and core quick-connect cable were returned to verathon for evaluation by a technical service representative. A glide scope bflex single-use bronchoscope was noted as returning but was not made available by the customer for evaluation; the customer later reported that the bronchoscope was no longer available. A verathon technical service representative evaluated the returned glide scope video baton 2.0 large but was unable to reproduce the reported issues. No issues were found; the device functioned as intended. The verathon technical service representative also evaluated the returned glide scope core 15" monitor, core smart cable, and core quick-connect cable but was unable to reproduce the reported issues. No issues were found; the devices functioned as intended. The devices were returned to the customer on the completion of the evaluation. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glide-scope video baton 2.0 large, the image was dark, and would flicker. No delay in the procedure, use of a backup device, or harm to the patient, or user was reported.